Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) had a battery depletion (bd) alert. The battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) had a battery depletion (bd) alert. The battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD was explanted and replaced. No additional adverse patient effects were reported.